Event description:
It has been reported that the device may be prematurely draining batteries.

Manufacturer narrative:
This issue was previously reported on (B)(4) with MDR 3030677-2017-01563 . The device investigation is pending the return of the device.